Event description:
A malfunction with code malf 12 was reported due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to report any future occurrences.